Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. It was unable to perform the unexpected restart error test due to the button keypad anomaly. The device had cracked case at the display window corners and scratched lcd window.

Event description:
Customer's mother reported via phone call that the insulin pump froze when trying to look at the bolus history screen. They removes and reinserted the battery and it alarmed button error and then unexpected restart. Blood glucose value was 422 mg/dl; treated with manual injection. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.